Event description:
For full analysis - reported failure to cycle.

Manufacturer narrative:
Sechrist has requested ventilator return for evaluation. Follow up report will be submitted after unit has been examined.